Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about "hi" blood results. Customer's daughter states that her mom feels well and requires no medical attention. Customer's expected blood results are 300-400mg/dl fasting. Verified the strips expire 06/21/2017. Customer confirms the strips are properly and was first opened (B)(6) 2015. Customer performed a back to back blood test 581mg/dl and 567mg/dl. Reviewed meter memory: 1: hi, (B)(6) 2015, 07:22:00 pm, fasting:yes; 2: hi, (B)(6) 2015, 01:30:00 am, fasting:yes; 3: hi, (B)(6) 2015, 10:39:00 pm, fasting:yes; 4: 458mg/dl, (B)(6) 2015, 10:16:00 am, fasting:yes; 5: 325mg/dl, (B)(6) 2015, 11:32:00 am, fasting:yes. Customer's concern: hi on (B)(6) 2015 at 7:22 pm, hi on (B)(6) 2015 at 7:22 pm, and hi on (B)(6) 2015 at 10:39 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about "hi" blood results. Customer's daughter states that her mom feels well and requires no medical attention. Customer's expected blood results are 300-400mg/dl fasting. Verified the strips expire 06/21/2017. Customer confirms the strips are properly and was first opened (B)(6) 2015. Customer performed a back to back blood test 581mg/dl and 567mg/dl reviewed meter memory: hi, (B)(6) 2015 07:22:00 pm, fasting: yes. Hi, (B)(6) 2015 01:30:00 am, fasting: yes. Hi, (B)(6) 2015 10:39:00 pm, fasting: yes. 458mg/dl, (B)(6) 2015 10:16:00 am, fasting: yes. 325mg/dl, (B)(6) 2015 11:32:00 am, fasting: yes. Customers concern: hi on (B)(6) 2015 at 7:22 pm, hi on (B)(6) 2015 at 7:22 pm, and hi on (B)(6)2015 at 10:39 pm. No adverse event reported.